Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: in step one to remove the protective mandrel from the flushing sheath and in step three to remove the protective sheath off the balloon before completing step four and five, which states prepare an inflation device with the recommended contrast medium according to the manufactures instructions and evacuate air from the balloon segment. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. 2017 code clarifier - incorrect prep. B3: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified right coronary artery. A 3.5 x 12 mm nc trek balloon catheter was used. However, during removal, the device became stuck with an unspecified guide wire and the guide wire was unintentionally removed with the balloon catheter as a single unit. The device was also prepped before removing the protective sheath and stylet. Another 3.5 x 12 mm nc trek balloon catheter was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.